Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop failed to cut. Imdrf device code a150208 captures the reportable event of snare loop entrapment of device. Block h11: the returned cold snare device was analyzed, and during visual inspection, it was found that the device was split in several pieces. Media analysis was performed, and it was noted that the working length and the wire were broken. Due to this condition, the functional test can not be performed. No other problems with the device were noted. The reported event of snare loop failed to cut and snare loop entrapment of the device was not confirmed. The investigation found that the working length and the wire were broken. The broken working length and wire are consistent with the reported action of cutting the wire at the handle, which directly compromised the integrity and functionality of the device. Furthermore, anatomical tortuosity or device positioning may have also interfered with proper performance. Therefore, the most probable root cause for this complaint is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cold snare device was used in the stomach during a polypectomy procedure performed on an unknown date. During the procedure, the snare was stuck on the polyp and could not cut through. They had to cut the wire at the handle and tried to play with it until the snare unlooped from the polyp. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop failed to cut. Imdrf device code a150208 captures the reportable event of snare loop entrapment of device.

Event description:
It was reported to boston scientific corporation that a cold snare device was used in the stomach during a polypectomy procedure performed on an unknown date. During the procedure, the snare was stuck on the polyp and could not cut through. They had to cut the wire at the handle and tried to play with it until the snare unlooped from the polyp. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.